Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the netbios setting was enabled. A field service engineer (fse) escalated the issue to technical support specialist (tss) and tss disabled netbios on the station and deployed the disable power management package as per knowledge article, usb devices and network adapters unresponsive. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user attempted to log in, but the system continued loading until it timed out. However, there were no delays, adverse events or injuries reported based on this event.